Event description:
The rptr stated that pt did back to back blood glucose tests, 2 minutes apart. Rptr's results were 119 and 170 mg/dl. Rptr did not have any symptoms. A control solution test was not done due to unavailability of supplies. On followup, the rptr stated that rptr had added another drop of blood to the test strip on the 2nd test. Rptr had never clenaed the meter, and was given training. No harm was alleged.